Event description:
A report was received that the patient had developed an infection at the pocket site. It was believed that the infection was not device or procedure related. The patient had internal infection in her body, and it was getting worst. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8352-70, serial #: (B)(4), description: coveredge x 32, 70 cm 4x8 surgical lead. Model#: sc-4316, lot #: 16224240, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility.